Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported the patient did not recharge their ipg as recommended. In turn, the patient lost stimulation over time due to their ipg being inoperable. The patient's scs system was explanted in (B)(6) 2020 due to other health issues that require MRI monitoring and radiation. Exact date of explant is unknown.